Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that a patient presented with 1+diffuse lamellar keratitis (dlk) in both eyes three days post lasik. The topical steroid eye drops were increased. Additional information has been requested there are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.